Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the hemolysis issue was not determined since product was not returned; however, the limb ischemia was determined to be patient condition related since the ischemia improved upon removal of the introducer.

Event description:
A 63 year old male with acute myocardial infarction and cariogenic shock presented for impella support. The patient had some notable mottling to right lower extremity (rle) and, once in the unit, the primary nurse noted patient to have hemolysis. The catheter was repositioned and the issue was resolved.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: hemolysis: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions including catheter position, pre-existing medical conditions, and small left ventricular volumes may also play a role in patient susceptibility to hemolysis.¿ limb ischemia: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Additional information for the initial MFR 1220648-2023-02145 was provided in sections b5, d6a, d6b, h1, and h6. The investigation for the reported ventricular tachycardia has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of ventricular tachycardia could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that the patient had also experienced ventricular tachycardia. Action taken to resolve the issue are unknown.